Event description:
It was reported that at the user facility the tip of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the tip of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the tip of the device was confirmed by a manufacturer repair technician through visual inspection. Potential causes for the reported disassembly include a material integrity issue or impact.